Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low blood glucose, typically in the morning, and a low around dinner to 49 mg/dl; the user treated with multiple packs of smarties and a reese¿s egg after initial carbohydrates did not raise glucose, which was followed by a rise to 318 mg/dl, and the user expressed concern that the ilet was delivering too much insulin and that glucose was constantly dropping. Symptoms included hypoglycemia with sweating and subsequent hyperglycemia. Outcomes included no reported lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that there were no findings available, that the medical device problem and device component involved could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.